Event description:
It was reported that during a remote follow up, loss of capture resulting in arrhythmia was noted on the right ventricle (rv) lead. Abbott technical support was contacted, and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.